Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Corrected device code from non-reproducible results to false positive result. (B)(4)

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated from a cobas® sars-cov-2/influenza a/b assay. A customer from poland alleged a potential false positive result for a patient sample using the cobas® sars-cov-2/influenza a/b assay. The customer observed sars-cov-2 positive, influenza a negative, and influenza b negative results for a patient sample analyzed on the cobas liat system. The same patient sample was repeat tested on the same instrument and generated sars-cov-2 negative, influenza a negative, and influenza b negative results. The same patient sample was then tested on a different cobas liat system and generated sars-cov-2 negative, influenza a negative, and influenza b negative results. A new sample from the patient was collected and analyzed on the cobas liat system initially used for testing and generated sars-cov-2 positive, influenza a negative, and influenza b negative results. Patient sample collection method was not provided. The customer confirmed there was no allegation of harm to the patient. The positive result was reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.